Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.

Event description:
Boston scientific crm received info that during the implant procedure, after the second ventricular fibrillation induction, this right atrial lead dislodged. Upon reopening the pocket, a diagonal slit was noted in the suture sleeve. A new suture sleeve was not available. The physician was able to reposition the lead and secure it in the pocket.